Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses complaint of too many air in line alarms. There was patient involvement but no harm. The customer later clarified that the alarms were not because of air bubbles being detected, but instead it was because the patient bending their arm. Their previous pumps they claim would beep to alarm the patient and nurse that the patient's arm was bent. Then, the patient would straighten their arm when they heard the beeping or the nurse would straighten the patient¿s arm and do re-education with the patient. The customer claimed that the bd pumps do not alert when they suspect an occlusion and then start alarming when the patient does not straighten their arm and keeps alarming until the nurse comes back into the room to restart the infusion.

Manufacturer narrative:
Omit: other occupation, report source other. Correction: initial reporter occupation, report source. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an failure to alarm for occlusion was not determined because no products or device logs were returned.

Event description:
It was reported that nurses complaint of too many air in line alarms. There was patient involvement but no harm. The customer later clarified that the alarms were not because of air bubbles being detected, but instead it was because the patient bending their arm. Their previous pumps they claim would beep to alarm the patient and nurse that the patient's arm was bent. Then, the patient would straighten their arm when they heard the beeping or the nurse would straighten the patient¿s arm and do re-education with the patient. The customer claimed that the bd pumps do not alert when they suspect an occlusion and then start alarming when the patient does not straighten their arm and keeps alarming until the nurse comes back into the room to restart the infusion.